Manufacturer narrative:
H10 - four used 011-cl-10, chemolock bag spikes connected to four full, used 250 ml 0.9% nacl, freeflex bags by fresenius kabi and one used 011-cl-10, chemolock bag spike connected to one partially full, used 50 ml 0.9% nacl, freeflex bags by fresenius kabi were returned for evaluation and visually inspected. The complaint was confirmed. There were blue particles observed on the 011-cs-10 bag spikes and bag ports of the 250 ml fresenius kabi free flex bags. No port flash shed or particulate was identified on the 50 ml fresenius kabi free flex bag. The source of the blue particles is shed from the blue bag spike port flash on the 250 ml fresenius kabi free flex bag. The ICU medical bag spikes were measured and found to be design compliant. The spike tip and shaft are designed and manufactured without sharp edges or corners exposed that would skive a mating device port and there was no skiving damage noted inside the port when sectioned. The probable cause of the blue particles is blue bag spike port flash shed from the 250 ml fresenius kabi free flex bag while inserting compatible bag spikes into the port. Additional information can be found in section d10.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unknown date and involved a chemolock bag spike that was reported to shear plastic from the administration port of freeflex bags when manufacturing product, which results in blue particulate matter contaminating the product and subsequent costly rejects. There was no patient involvement, no delay in critical therapy, and no medical intervention reported.

Manufacturer narrative:
H10 - three photographs were returned showing a cl-10 bag spike inserted into the blue port of a fresenius freeflex bag port. What appears to be a small piece of shed from the blue port of a fresenius freeflex bag port was in the spike fluid transfer flutes. No device history review (DHR) was conducted because no lot number was identified. A probable cause cannot be identified based on the information that has been provided. Samples have been received for evaluation. The investigation is not complete.